Event description:
Information was received indicating that the medfusion 4000 pump has displayed a primary audible alarm. There was no patient involved.

Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Upon review of the event history log, acu watchdog and primary audible alarm post errors found. Device underwent functional flow and occlusion testing-unable to confirm the reported customer complaint. However, the event history log did confirm it. The problem source has been determined to be unknown.

Event description:
Oracle ro 1069585: primary audible alarm. Additional information received by smiths medical on 17-jun-2020 attached in complaint object: failure found during routine preventative maintenance testing, no patient was involved.